Manufacturer narrative:
Dentsply sirona became aware of a serious injury that occurred while using the implant driver ev related to an aborted surgery. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient experienced an implant holder fracture. The dental implant was removed and replaced with an identical implant postoperatively.